Event description:
The patient was implanted with an extended lead lvad in 2003. In 2003, the hospital reported that one of the o-rings on the lvad percutaneous driveline was damaged beneath the in-line vent adapter. The damaged o-ring was discovered during patient teaching with the hand pump, because the bulb would not maintain suction during the priming sequence. The o-ring was replaced and the damaged o-ring was returned to the manufacturer for analysis. The patient was not injured by this event.